Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.